Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the material observed on the distal end of the device could not be further identified. There was no information that suggested any obvious misuse of the device - therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. The insertion section was wrinkled. The bending cover was leaking. The channel port and suction port was worn out. The coating of the light guide tube was peeling off and was worn out. Objective lens was scratched. Switch was worn out. The universal cord had a wrinkle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited air/water feeding problem. The issue was found during an enteroscopy procedure. The patient was not under sedation. The procedure was completed with the same device. The device was returned and an evaluation revealed, the distal end of the device was dirty. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the hospital did colonoscopic exam.